Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter tubing was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: it was found tubing damaged during the CT scan according to process, leading to medicine leakage. Pressure was no more than 200 psi.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter tubing was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: it was found tubing damaged during the CT scan according to process, leading to medicine leakage. Pressure was no more than 200 psi.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9023794. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.